Event description:
The customer called in on january 27, 2009 to report a delay in delivery of her replacement meter. She reported that her freestyle flash meter started giving her an error message in 2009; she called up customer service, and after unsuccessful troubleshooting, placed an order for the replacement meter. Six hours later, she experienced seizure and was taken to a local hospital via paramedics who gave her only oxygen. Although she reported being diagnosed with hyperglycemia, no treatment was administered. She reported only taking her regular diabetic medication. There was no report of death or permanent impairment associated with this medical event. Although this medical event has not occurred due to a delay in delivery, abbott diabetes care customer service representative called fedex and they explained that the package has been delayed due to a weather condition.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.